Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water nozzle was unable to be further specified. Moreover, no deformation of the air/water nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the [evis lucera elite colonovideoscope had image issues (defective image/partial loss of image). Inspection and testing of the returned device found nozzle was clogged with foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found -due to damage on charged couples device unit, a noise image occurs during angulation in upward directions. Nozzle has foreign objects. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of upward/downward knob is out of the standard value. Adhesive on bending section rubber has a chip. Adhesive on bending section rubber has a crack. Adhesive on bending section rubber has white-clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Lock engagement lever is deformed. Switch 1 has a scratch. Objective lens has a chip. Adhesives around objective lens has white-clouded area. Adhesives around light guide lens has white-clouded area. Plastic distal end cover has a dent. Connecting tube has a scratch. Universal cord has a wrinkle. Scope connector has a dent. Protector of universal cord on control section side has a scratch. Switch button 4 has wear. Probe cover has a dent. Paint on scope cylinder is peeled. Foreign matter questionnaire found the following- the device was cleaned, disinfected, and sterilized the product before sent it to olympus. Unknown what was the foreign material adhered to the endoscope. It is unknown if there were any possibilities that the endoscope was used for the procedure with the foreign material attached to it;. Unknown- if there was a delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). The air/water nozzle was flushed with air and water. There were no abnormalities in the accessories used for preprocessing. The endoscope was not immersed with detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was fused with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.